Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. The pod generated an 0x1c safety alarm indicating pump has reached the pump expiration time. The patient history buffer (phb) showed that the pod adapted insulin delivery to received estimated glucose values (egvs). The pod eventually lost connection to the sensor and showed a stretch of invalid egv value of -5 which is an unrecoverable error. During this time the pod was switched into manual mode where it delivered at the user's set basal rate.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient started to convulse and had the emergency medical services (ems) called to transport the patient to the emergency room with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 24 and 36 hours. There were no other reported symptoms other than the patient convulsing. The patient was treated with intravenous bag of glucose by the ems team. The patient was not treated nor diagnosed at the emergency room. The patient was discharged the same day.